Manufacturer narrative:
Additional information was received indicated that the broken portion of the file was retrieved from the patient's tooth. Five protaper gold finishing files f1 21mm were returned (three files in loose + two unused files). One of the files in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The two other files in loose have been used but are not broken. The gold appearance is tarnished for the three files. Nothing unusual to report was found during DHR review (batch #1659905). The unused files have been evaluated and were found in compliance with specifications. For information, protaper gold files receive a special thermal treatment which results in a cosmetic gold appearance. This gold appearance may be tarnished by abrasion, by brushing or by chemical action. The tarnishment of this coloration is without consequence on the material properties. The conditions in which the returned files have been used (worked material, possible reprocessing procedure followed, concommittent products) are not known, we cannot determine formal why the gold appearance has been lost. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke during use. The outcome of the event is unknown as of this MDR evaluation.